Event description:
It was reported that the patient experienced persistent hyperglycemia despite insulin delivery displayed on the ilet report and meal announcements, with no pump or site leakage observed and no device alerts reported. Symptoms included elevated blood glucose. Outcomes included user confusion and frustration, and a request for additional training and educational materials. Investigation included review of device data and troubleshooting with education on infusion set changes and site selection. Investigation of this case revealed a suspected infusion site absorption issue, likely related to scar tissue at frequently used abdominal sites, which could impede insulin uptake despite commanded delivery; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with infusion site absorption variability rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.